Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states she hurt her finger when the lancet stuck her finger. Caller applied a band-aid to stop the bleeding; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.